Event description:
A customer reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level due to the issue. The customer successfully loaded a new cartridge and resumed insulin therapy, and a replacement cartridge was requested and sent. After being off the pump for several days, a replacement pump was recommended as the issues persisted and clinical troubleshooting was exhausted. The customer agreed to use multiple daily injections as an interim therapy until the replacement arrives and was advised to contact support if issues continued.